Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulsetm catheter. Patient received an index cardiac ablation on (B)(6) 2025. On (B)(6) 2025, patient experienced cardiogenic shock categorized as mild severity and adverse event serious defined prolonged hospitalization with an admission date of (B)(6) 2025 and a discharge date of (B)(6) 2025 and medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. Relationship to study device is not related. The relationship to the index study procedure is probable. The adverse event is expected/anticipated. The outcome is recovered/resolved with an end date of (B)(6) 2025. Intervention performed was medication. Patient also had a vagal response (bradycardia / asystole) that lasted for 4 seconds. No specific maneuvers done in reaction.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31585204l and no internal action related to the complaint was found during the review. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 24-jul-2025 updating the start date from 17-may-2025 to 15-may-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 22-aug-2025 updating the end date value from 17-may-2025 to 15-may-2025. Therefore, should state, "the outcome is recovered/resolved with an end date of 15-may-2025." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).